Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with an adjustable pressure shunt due to hydrocephalus. On (B)(6) 2020, the patient appeared feeling listless. At present, the patient was home with the listless symptoms. It was noted that due to the coronavirus epidemic, the patient couldn't go to the surgical hospital for pressure measurement/adjustment. The family was informed they could go to another hospital to perform the pressure measurement/adjustment; however, it was recommended that they contact the hospital first to confirm the program control time and whether an appointment was needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was still at home with symptoms, and they not yet decided which hospital to go to for pressure regulation due to the coronavirus pneumonia epidemic.